Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.